Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".

Event description:
It was reported that the ilet pump¿s sleep/wake button and on-screen unlock slider were unresponsive, preventing normal interaction with the device; the screen illuminated on the charger but could not be unlocked, and a replacement was determined necessary. Symptoms included no adverse physiological effects and no impact to blood glucose. Outcomes included instructions to transition to backup therapy, loss of water resistance, data sync guidance, and shipment of a replacement device. Investigation included remote troubleshooting and collection of use information, with return of the affected device requested for evaluation. Investigation of this device was confirmed and revealed a nonfunctional user interface consistent with a hardware malfunction of the button and touchscreen controls, resulting in an inability to operate the device. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the user interface hardware.